Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® push button blood collection set had failure of product to contain blood or medication (i.e. Crack, hole in tube,cut, etc) during use. This event occurred 2 times. The following information was provided by the initial reporter: the customer stating they have experienced 2 occurrences of leakage during blood draw. Staff was exposed to patient's blood but no post exposure testing was required as staff had ppe on. New information received: the customer states: "upon further investigation it was found to be user error and not a defect on the product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set had failure of product to contain blood or medication (i.e. Crack, hole in tube,cut, etc) during use. This event occurred 2 times. The following information was provided by the initial reporter: the customer stating they have experienced 2 occurrences of leakage during blood draw. Staff was exposed to patient's blood but no post exposure testing was required as staff had ppe on. New information received: the customer states: "upon further investigation it was found to be user error and not a defect on the product."